Event description:
Patient contacted dexcom patient care specialist on (B)(6) 2015 to report low audio output from the receiver that occurred on (B)(6)2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).